Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction and additional information. Updated fields: h2, h4, h11. Corrected fields: g3. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation of the duodenovideoscope, foreign objects were observed on the forceps holder. There was no patient involvement.